Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug eluting stent was having difficulty in advancing and the device was lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the lesion was 70% stenosed, mildly tortuous and severely calcified. It was the stent strut itself that got deformed.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.75 x 38mm stent delivery system was returned for analysis. The delivery system returned without the stent. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the balloon wings were relaxed and in a deflated state. Crimp markings were visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire was loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug eluting stent was having difficulty in advancing and the device was lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the lesion was 70% stenosed, mildly tortuous and severely calcified. It was the stent strut itself that got deformed.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was having difficulty in advancing and the device was lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.